Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. The 8.0x40x135 cm express ld vascular stent was advanced however the device was unable to cross the lesion. During continuous attempt, it was noted that the stent mounted on the balloon stent delivery system (sds) was displaced but remained on the balloon. The device was no longer used. The procedure was completed with a 7x37mm express ld vascular stent. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).